Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an implantable cardioverter defibrillator (ICD) site infection approximately one week post-implant. The patient was treated with antibiotics and the device remains in use. No further patient complications have been reported as a result of this event.